Manufacturer narrative:
Incorrect information was reported in initial report in section e. Due to the initial reporter being "anonymous", initial reporter telephone number was not provided, therefore initial reporter telephone number (e1) should be blank and patient sex is unknown (a3a).

Event description:
It was reported that the pump alarmed and prompted the customer to replace the cartridge, but then did not accept it, requiring a new one. There was no reported impact to the customer¿s blood glucose level. The customer declined a follow-up from technical support and further information regarding the outcome was not obtained. The customer was out of warranty and in the process of renewal, with documentation requested accordingly.